Manufacturer narrative:
Concomitant medical products: product ID 8578, lot# n121209, implanted: 2007-(B)(6), product type accessory. Product ID 8709, serial# (B)(4), implanted: 2007-(B)(6), product type catheter. Product ID neu_unknown_prog, product type programmer, physician. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that pump event logs confirmed that a motor stall occurred on 2014-(B)(6) at 04:01. Logs also indicated that a ¿pump restarted due to restart command¿ message occurred. No motor stall recovery was noted. The patient experienced a mild increase in spasticity. A pump replacement occurred. It was further reported that there was a miscommunication with the healthcare provider (hcp) and the hcp clamped the catheter and did not clear it. He did not do a back table prime. It was calculated that it would take approximately 21 hours and 13 minutes for the drug to clear the catheter and pump tubing volume. The patient would experience a break in therapy for approximately 10 hours and 14 minutes. The device system was used to deliver morphine. The current concentration was 30mg/ml with a dose of 14mg/day and the new concentration was 30mg/ml with a dose of 10mg/day.